Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl when sensor glucose was reading 70 mg/dl. Customer also stated that there's a difference between their sensor glucose and blood glucose. The customer declined troubleshooting. The customer did not mention if auto mode was in use. The product was not returned for analysis.